Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the infusion tubing and no insulin was observed to be dripping out of the infusion tubing during the load fill tubing sequence. The customer's blood glucose (bg) level was 170mg/dl. During troubleshooting, the customer observed insulin properly flowing out of the cartridge tubing. An infusion tubing change was performed and insulin deliveries were resumed.